Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The DHR was reviewed and no issues were found during manufacture that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: the returned depth gauge, lot # 4818458, was manufactured november 2004. The depth gauge was received assembled and showing signs of wear. The outer sleeve could be removed as intended. The measuring probe showed nicks on the scaled portion around the 30 mark and was received with approximately 15mm of the distal tip broken off. The tip was not received. Thus, the complaint condition of broken: tip broken intraoperatively is confirmed but it could not be replicated as the device was received already broken and missing the distal tip. The returned condition is consistent with the expected result from excessive force which would not occur when used as intended. This force was likely applied where the device shows nicks and would result in the distal tip break seen on the returned device. Thus, the most likely cause of the damage was the method of use. The device was manufactured prior to the release of the current drawing revision. Therefore, a review of the current design drawing, the current hook design drawing, and the manufactured revisions was performed. The minimum thickness of the hook body is controlled by the size hook it will form once the hook has been bent into the final configuration because it needs to have clearance though a 3.2mm drilled hole. The length of the device is designed for measuring screws up to 100mm. In conclusion, the complaint condition has been confirmed. It appears the method of use resulted in an excessive force which led to the complaint condition. The design for this device is determined to be suitable for its intended use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was implanting a tibial nail-ex. The surgeon was attempting to determine the screw length for the most proximal distal locking screw. The surgeon was attempting to insert the depth gauge through the far cortex when the tip of the depth gauge broke off into the intramedullary canal. The surgeon made the call to leave the broken instrument in the patient. There was a 15 minute operative delay. This complaint involves one (1) device. This is 1 of 1 report for this event, (B)(4).